Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the row board cable was missing. The field service engineer performed cleaning of the contacts, ensured that all connections were secure, reseated the tray cable, and verified that the problem has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the cubie pocket was encountered failure and was not recognized on the bus also the back board light was flickering. The customer reported that that the malfunction resulted in a delay in the medication dispensing process for the patient. There were no adverse events or injuries reported based on this incident.